Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(6). A manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15 h3) the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the returned computer had computer failure. The bad power supply caused the reported issues. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when they were powering on the system the monitors were black and had the no signal message. The site did a hard reboot multiple times with no change. Troubleshooting included removing the side cover and they found that computer fan was not running and lights were on. They reseated the power cable at the top of the computer and the issue still continued. The camera and the polaris spectra system control unit (scu) still had power. They attempted to bypass the video splitter to see if they could get either monitor to output the display. They were unable to get a signal to either monitor. No patient was present at the time of the event.